Event description:
It was reported that the pt was doing very well in a normal school and showing always excellent results. She urgently attended her audiologist on the (B)(6) 2011 because, she was unable to hear suddenly. He reported that the processor did not show any problem and no head trauma or accident was reported to him. Testing confirmed that the device was malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.